Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Blood was observed on the device. The distal insufflation tube was returned detached from the cannula. The handle was opened to observe the location of the adhesive points for the insufflation tube. Blood was also visible in the handle. The handle half containing the insufflation tube was soaked in water and cleaned gently to observe the adhesive points. Adhesive was observed in the specified areas. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for "break." The ¿insufflation tube" is an OEM supplied component. Therefore, the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was broken out of the box. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was broken out of the box. The hospital did not report any patient effects.